Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v243045, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the lead broke between tine 2 and 3 during explant. The lead was being explanted due to an impedance over 4000 which was discovered during a battery replacement. It was noted that impedance test was discovered over 4000 on electrode 3. The lead was removed and replaced with a new one. It was noted that the issue was resolved at the time of report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported there was battery depletion during normal use and there was a lead break during the procedure. There were no further complications that have been reported as a result of this event.